Event description:
Customer reported a false positive urine hcg. Pt scheduled surgery was postponed. Confirmatory testing of pt serum was negative for hcg. There was no report of adverse health consequences due to the discordant result.

Manufacturer narrative:
Customer informed siemens that they discovered that the facility was using an older, unclean test table in a newer instrument. After cleaning, there were no further issues.